Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial lead threshold trend began rising in (B)(4) 2016, triggering high threshold warning on (B)(4) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks ago, a warning was triggered for high pacing thresholds on the atrial lead and the outputs had been changed on the device as a result. At the time of the check, it was noted that the thresholds had been gradually increasing but were not currently high. The lead was checked via imaging and manipulation and there were no other issues found. The patient had been hospitalized earlier in the year for a bone fracture; however, at the time of the fracture the pacing thresholds were stable so it appeared unrelated high threshold warning. The patient has been suffering from an onset of atrial arrhythmia recently. Therefore, the atrial lead was programmed off and the physician would like to monitor the patient because it might be related to the biological body. The atrial lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.